Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on radius side assessed as surgical damage. Additional observations: yellow particles on the surface of the shell. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter name and address: phone number: (B)(6). Health effect: f2203; imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, right-side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.